Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010. Product type: extension. (B)(4).

Event description:
It was reported that a patient's device was infected and had to be removed. No further information was provided. Further information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that preoperative antibiotics were administered. It was reported that the onset of infection was "(B)(6) 2011." Signs and symptoms of infection were fever and redness. Primary location of infection was device pocket. It was reported that a culture was obtained from device pocket. It was reported that the type of organism cultured was "staph." Treatments instituted for infection included IV antibiotics and total device system explanted. It was reported that the patient outcome was "infection resolved." Further information reported that the risk factors that apply to the status of the patients before implantation of the device included post-op wound or skin contamination.